Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery.

Event description:
It was reported that the patient presented with lumbar spondylosis, displacement of l4-5, l5-s1 disks, lumbar radiculopathy and mechanical low back pain refractory to conservative therapy. The patient underwent an anterior l4-s1 fusion using peek spacers, anterior plating, and rhbmp-2/acs. Operative notes state that the l5-s1 disk appeared severely degenerated. The bmp was placed into the l5-s1 spacer. Another cage was then placed at l4-l5. At the end of the surgery, the patient was stable. At 372 days post-op, the patient presented with low back pain. A CT scan of the lumbar spine showed small schmorl's nodes on the inferior endplates of t12 and l1. No solid osseous bridging across the l4-5 disc space was evident. There is anterior osteophytosis at l4-5. There is a disc bulge flattening the ventral thecal sac contributing to mild spinal stenosis at l4-5. There is also mild marginal osteophytosis with mild narrowing of the neural foramina without nerve root impingement.

Event description:
Reportedly, "I had an anterior lateral interbody fusion of l4-l5 and l5-s1 without an lt cage. I have suffered bone overgrowth as a result and my pain is worse now than it was before the surgery."

Manufacturer narrative:
(B)(6). (B)(4) pseudoarthrosis.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that on (B)(6) 2010 the patient presented with the following diagnoses: lumbar spondylosis, displacement l4-5, l5-s1 disks, lumbar radiculopathy and mechanical low back pain. The patient underwent the following procedures: anterior retroperitoneal discectomy l4-5, l5-s1, anterior decompression, inter body arthrodesis l4-5, l5-s1 with peek spacers and bone morphogenetic protein, anterior plating l4-5, s1. Per the op notes, at l5-s1 level, spacer was staffed with collagen sponge saturated in bone morphogenetic protein. Then the spacer was inserted into the disk space. At l4-5 level, identical procedure was performed. No patient complications were noted.